Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), systemic lupus erythematosus ('autoimmune issues: systemic lupus erythematosus'), mixed connective tissue disease ('mixed connective tissue disease'), dermatomyositis ('dermatomyositis'), polymyositis ('polymyositis'), cholecystectomy ('gall bladder removal') and brain neoplasm ('I have a tumor in my brain') in a 26-year-old female patient who had essure (batch no. 827945) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, restless leg syndrome and overweight. Concurrent conditions included female sterilization, degenerative disc disease (with facet arthrosis), depression, gastritis, colitis and blood pressure high. Concomitant products included pregabalin (lyrica) and sumatriptan succinate (imitrex df). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dental caries ("dental issues: my teeth started to rot immediately after placement and am now in complete full dentures"), 5 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month"). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder) since I had placement of essure"), allergy to metals ("nickel allergy: started to break out right after placement I can now only wear gold or silver"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/started right after placement I constantly have to wear a panty liner"), vision blurred ("blurry vision at times"), alopecia ("hair loss/I am afraid to wash or brush my hair because I lose so much hair at times I have had bald spots and I used to have really thick hair but now if I wrap it my hand its width of the top of a straw") and fatigue ("fatigue/ I am always exhausted some days I will drop my children off at school and come home and sleep until they need to be picked up after sleeping all night"). In (B)(6) 2011, the patient experienced arthralgia ("pain: debilitating hip pain/ankle pain/wrist pain"), pain ("pain: debilitating back pain that after time spread all over body"), back pain ("pain: debilitating back pain"), neck pain ("pain: neck"), pain in extremity ("pain: leg pain/right foot/arms"), pain of skin ("pain: skin hurts to touch") and musculoskeletal pain ("pain: shoulder pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("constant uti's since I had placement of essure"), cystitis interstitial ("I also have been diagnosed with (interstitial cystitis bladder pain syndrome)"), mixed connective tissue disease (seriousness criterion medically significant), dermatomyositis (seriousness criterion medically significant), polymyositis (seriousness criterion medically significant), rash vesicular ("I have rash's and blisters that pop up all over my body"), acne cystic ("now have cystic acne on my face and body"), migraine ("migraines intensified after essure placement"), nausea ("nausea: it started after placement and hits me about 10-15 times a month"), insomnia ("insomnia / couldn't sleep"), gait inability ("at times I cannot walk"), amnesia ("memory problems / memory loss") and scar ("that leaves scar") and was found to have brain neoplasm (seriousness criterion medically significant). In (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient was found to have blood prolactin increased ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and experienced galactorrhoea ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and hypothyroidism ("hypothyroid / thyroid slightly hyper"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), infection ("infections"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), headache ("headaches"), nerve injury ("nerve damage"), fibromyalgia ("fibromalgia"), abdominal distension ("bloating / digestive issue"), peripheral swelling ("swelling of legs / ankels"), mood swings ("mood swings"), furuncle ("horrible boils"), menopausal symptoms ("menopause sympstoms"), oedema ("edema"), inflammation ("inflammation"), loss of libido ("no sex drive"), musculoskeletal stiffness ("stiffness"), nasal congestion ("stuffed up nose"), tremor ("shakes") and dysgeusia ("taste it also so bad") and was found to have weight increased ("weight gain/I gained a lot weight my max was 290 and I am currently at 224 and can't seem loose it no matter what I do"), blood testosterone decreased ("testosterone was very low") and weight decreased ("lost 36 lbs"). The patient was treated with rizatriptan benzoate and surgery (she underwent full hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, weight increased, depression, anxiety, incontinence, infection, hypersensitivity, amnesia, fibromyalgia, abdominal distension, peripheral swelling, mood swings, furuncle, menopausal symptoms, oedema, blood testosterone decreased, inflammation, loss of libido, musculoskeletal stiffness, nasal congestion, tremor, dysgeusia and weight decreased outcome was unknown and the dental caries, blood prolactin increased, galactorrhoea, hypothyroidism, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, cystitis interstitial, mixed connective tissue disease, dermatomyositis, polymyositis, rash vesicular, acne cystic, bladder disorder, urinary tract disorder, migraine, headache, nausea, insomnia, gait inability, nerve injury, allergy to metals, dysmenorrhoea, cholecystectomy, dyspareunia, brain neoplasm, vaginal discharge, vision blurred, alopecia, fatigue, arthralgia, pain, back pain, scar, neck pain, pain in extremity, pain of skin and musculoskeletal pain had not resolved. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood prolactin increased, blood testosterone decreased, brain neoplasm, cholecystectomy, cystitis, cystitis interstitial, dental caries, depression, dermatomyositis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, gait inability, galactorrhoea, genital haemorrhage, headache, hypersensitivity, hypothyroidism, incontinence, infection, inflammation, insomnia, loss of libido, menopausal symptoms, menorrhagia, migraine, mixed connective tissue disease, mood swings, musculoskeletal pain, musculoskeletal stiffness, nasal congestion, nausea, neck pain, nerve injury, oedema, pain, pain in extremity, pain of skin, pelvic pain, peripheral swelling, polymyositis, rash vesicular, scar, systemic lupus erythematosus, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight 226 lbs. She had her first ana positive on (B)(6) 2013 but was not diagnosed with lupus, mixed connective disease and polymyositis until 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Blood test - on an unknown date: very high prolactin level and thyroid is slightly hyper and testosterone was very low. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one ere described in patient¿s social media: musculoskeletal pain, fibromyalgia, abdominal distension, peripheral swelling, mood swing, furuncle, menopausal symptoms, oedema, testosterone was very low, inflammation, loss of libido, stiffness, nasal congestion, tremor, dysgeusia, weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: newly added events- weight decreased. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), systemic lupus erythematosus ("autoimmune issues: systemic lupus erythematosus"), mixed connective tissue disease ("autoimmune issues: systemic lupus erythematosus"), dermatomyositis ("dermatomyositis"), polymyositis ("polymyositis"), cholecystectomy ("gall bladder removal") and brain neoplasm ("I have a tumor in my brain") in a 26-year-old female patient who had essure (batch no: 827945) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, restless leg syndrome and overweight. Concurrent conditions included female sterilization, degenerative disc disease (with facet arthrosis), depression, gastritis, colitis and blood pressure high. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dental caries ("dental issues: my teeth started to rot immediately after placement and am now in complete full dentures"), 5 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month"). In june 2011, the patient experienced cystitis ("infection (bladder) since I had placement of essure"), allergy to metals ("nickel allergy: started to break out right after placement I can now only wear gold or silver"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/started right after placement I constantly have to wear a panty liner"), the first episode of vision blurred ("blurry vision at times"), alopecia ("hair loss/I am afraid to wash or brush my hair because I lose so much hair at times I have had bald spots and I used to have really thick hair but now if I wrap it my hand its width of the top of a straw"), the second episode of vision blurred ("blurry vision at times") and fatigue ("fatigue/ I am always exhausted some days I will drop my children off at school and come home and sleep until they need to be picked up after sleeping all night"). In july 2011, the patient experienced arthralgia ("pain: debilitating hip pain/ankle pain/wrist pain"), pain ("pain: debilitating back pain that after time spread all over body"), back pain ("pain: debilitating back pain"), neck pain ("pain: neck"), pain in extremity ("pain: leg pain/right foot/arms"), pain of skin ("pain: skin hurts to touch") and musculoskeletal pain ("pain: shoulder pain"). In october 2011, the patient experienced urinary tract infection ("constant uti's since I had placement of essure"), cystitis interstitial ("I also have been diagnosed with (interstitial cystitis bladder pain syndrome)"), mixed connective tissue disease (seriousness criterion medically significant), dermatomyositis (seriousness criterion medically significant), polymyositis (seriousness criterion medically significant), rash generalised ("I have rash's and blisters that pop up all over my body"), acne cystic ("now have cystic acne on my face and body"), migraine ("migraines intensified after essure placement"), nausea ("nausea: it started after placement and hits me about 10-15 times a month"), insomnia ("insomnia"), gait inability ("at times I cannot walk"), memory impairment ("memory problems") and scar ("that leaves scar") and was found to have brain neoplasm (seriousness criterion medically significant). In january 2012, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2015, the patient was found to have blood prolactin increased ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and experienced lactation disorder ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and hypothyroidism ("hypothyroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), infection ("infections"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), headache ("headaches") and nerve injury ("nerve damage") and was found to have weight increased ("weight gain/I gained a lot weight my max was 290 and I am currently at 224 and can't seem loose it no matter what I do"). The patient was treated with rizatriptan benzoate and surgery (she underwent full hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, weight increased, depression, anxiety, incontinence, infection, hypersensitivity and memory impairment outcome was unknown and the dental caries, blood prolactin increased, lactation disorder, hypothyroidism, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, cystitis interstitial, mixed connective tissue disease, dermatomyositis, polymyositis, rash generalised, acne cystic, bladder disorder, urinary tract disorder, migraine, headache, nausea, insomnia, gait inability, nerve injury, allergy to metals, dysmenorrhoea, cholecystectomy, dyspareunia, brain neoplasm, vaginal discharge, alopecia, the last episode of vision blurred, fatigue, arthralgia, pain, back pain, scar, neck pain, pain in extremity, pain of skin and musculoskeletal pain had not resolved. The reporter considered acne cystic, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood prolactin increased, brain neoplasm, cholecystectomy, cystitis, cystitis interstitial, dental caries, depression, dermatomyositis, dysmenorrhoea, dyspareunia, fatigue, gait inability, genital haemorrhage, headache, hypersensitivity, hypothyroidism, incontinence, infection, insomnia, lactation disorder, memory impairment, menorrhagia, migraine, mixed connective tissue disease, musculoskeletal pain, nausea, neck pain, nerve injury, pain, pain in extremity, pain of skin, pelvic pain, polymyositis, rash generalised, scar, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of vision blurred and the second episode of vision blurred to be related to essure. The reporter commented: current weight 226 lbs. She had her first ana positive on (B)(6) 2013 but was not diagnosed with lupus, mixed connective disease and polymyositis until 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: reporter information was added. This case concerns 26 year old patient. Her demographics were updated. Her historical condition and concurrent conditions were added. La b data was added. Essure indication was added. Essure removal date was updated. Essure lot number was added. Her treatment mediation was added. Per plaintiff fact sheet following events: dental issues: my teeth started to rot immediately after placement and am now in complete full dentures, my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid, abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month, infection (bladder) since I had placement of essure, constant uti's since I had placement of essure, I also have been diagnosed with (interstitial cystitis bladder pain syndrome), autoimmune issues: systemic lupus erythematosus, dermatomyositis, polymyositis, I have rash¿s and blisters that pop up all over my body, bladder or urinary problems or changes: unspecified, migraines intensified after essure placement), headaches, nausea: it started after placement and hits me about 10-15 xs a month, insomnia, at times I cannot walk, memory problems, nerve damage, nickel allergy: started to break out right after placement I can now only wear gold or silver, dysmenorrhea (cramping); gall bladder removal; dyspareunia (painful sexual intercourse), I have a tumor in my brain, vaginal discharge/started right after placement I constantly have to wear a panty liner, blurry vision at times, hair loss/I am afraid to wash or brush my hair because I lose so much hair at times I have had bald spots and I used to have really thick hair but now if I wrap it my hand its width of the top of a straw, blurry vision at times, fatigue/ I am always exhausted some days I will drop my children off at school and come home and sleep until they need to be picked up after sleeping all night, pain: debilitating hip pain/ankle pain/. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), systemic lupus erythematosus ("autoimmune issues: systemic lupus erythematosus"), mixed connective tissue disease ("mixed connective tissue disease"), dermatomyositis ("dermatomyositis"), polymyositis ("polymyositis"), cholecystectomy ("gall bladder removal") and brain neoplasm ("I have a tumor in my brain") in a 26-year-old female patient who had essure (batch no. 827945) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, restless leg syndrome and overweight. Concurrent conditions included female sterilization, degenerative disc disease (with facet arthrosis), depression, gastritis, colitis and blood pressure high. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced dental caries ("dental issues: my teeth started to rot immediately after placement and am now in complete full dentures"), 5 days after insertion of essure. On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month"). In (B)(6)2011, the patient experienced cystitis ("infection (bladder) since I had placement of essure"), allergy to metals ("nickel allergy: started to break out right after placement I can now only wear gold or silver"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/started right after placement I constantly have to wear a panty liner"), the first episode of vision blurred ("blurry vision at times"), alopecia ("hair loss/I am afraid to wash or brush my hair because I lose so much hair at times I have had bald spots and I used to have really thick hair but now if I wrap it my hand its width of the top of a straw"), the second episode of vision blurred ("blurry vision at times") and fatigue ("fatigue/ I am always exhausted some days I will drop my children off at school and come home and sleep until they need to be picked up after sleeping all night"). In (B)(6)2011, the patient experienced arthralgia ("pain: debilitating hip pain/ankle pain/wrist pain"), pain ("pain: debilitating back pain that after time spread all over body"), back pain ("pain: debilitating back pain"), neck pain ("pain: neck"), pain in extremity ("pain: leg pain/right foot/arms"), pain of skin ("pain: skin hurts to touch") and musculoskeletal pain ("pain: shoulder pain"). In (B)(6)2011, the patient experienced urinary tract infection ("constant uti's since I had placement of essure"), cystitis interstitial ("I also have been diagnosed with (interstitial cystitis bladder pain syndrome)"), mixed connective tissue disease (seriousness criterion medically significant), dermatomyositis (seriousness criterion medically significant), polymyositis (seriousness criterion medically significant), rash vesicular ("I have rash's and blisters that pop up all over my body"), acne cystic ("now have cystic acne on my face and body"), migraine ("migraines intensified after essure placement"), nausea ("nausea: it started after placement and hits me about 10-15 times a month"), insomnia ("insomnia"), gait inability ("at times I cannot walk"), memory impairment ("memory problems") and scar ("that leaves scar") and was found to have brain neoplasm (seriousness criterion medically significant). In (B)(6)2012, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient was found to have blood prolactin increased ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and experienced galactorrhoea ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and hypothyroidism ("hypothyroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), infection ("infections"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), headache ("headaches") and nerve injury ("nerve damage") and was found to have weight increased ("weight gain/I gained a lot weight my max was 290 and I am currently at 224 and can't seem loose it no matter what I do"). The patient was treated with rizatriptan benzoate and surgery (she underwent full hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, weight increased, depression, anxiety, incontinence, infection, hypersensitivity and memory impairment outcome was unknown and the dental caries, blood prolactin increased, galactorrhoea, hypothyroidism, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, cystitis interstitial, mixed connective tissue disease, dermatomyositis, polymyositis, rash vesicular, acne cystic, bladder disorder, urinary tract disorder, migraine, headache, nausea, insomnia, gait inability, nerve injury, allergy to metals, dysmenorrhoea, cholecystectomy, dyspareunia, brain neoplasm, vaginal discharge, alopecia, the last episode of vision blurred, fatigue, arthralgia, pain, back pain, scar, neck pain, pain in extremity, pain of skin and musculoskeletal pain had not resolved. The reporter considered acne cystic, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood prolactin increased, brain neoplasm, cholecystectomy, cystitis, cystitis interstitial, dental caries, depression, dermatomyositis, dysmenorrhoea, dyspareunia, fatigue, gait inability, galactorrhoea, genital haemorrhage, headache, hypersensitivity, hypothyroidism, incontinence, infection, insomnia, memory impairment, menorrhagia, migraine, mixed connective tissue disease, musculoskeletal pain, nausea, neck pain, nerve injury, pain, pain in extremity, pain of skin, pelvic pain, polymyositis, rash vesicular, scar, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of vision blurred and the second episode of vision blurred to be related to essure. The reporter commented: current weight 226 lbs. She had her first ana positive on (B)(6)2013 but was not diagnosed with lupus, mixed connective disease and polymyositis until 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2019: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), systemic lupus erythematosus ('autoimmune issues: systemic lupus erythematosus'), mixed connective tissue disease ('mixed connective tissue disease'), dermatomyositis ('dermatomyositis'), polymyositis ('polymyositis'), cholecystectomy ('gall bladder removal') and brain neoplasm ('I have a tumor in my brain') in a 26-year-old female patient who had essure (batch no. 827945) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, restless leg syndrome and overweight. Concurrent conditions included female sterilization, degenerative disc disease (with facet arthrosis), depression, gastritis, colitis and blood pressure high. Concomitant products included pregabalin (lyrica) and sumatriptan succinate (imitrex df). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced dental caries ("dental issues: my teeth started to rot immediately after placement and am now in complete full dentures"), 5 days after insertion of essure. On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month"). In (B)(6)2011, the patient experienced cystitis ("infection (bladder) since I had placement of essure"), allergy to metals ("nickel allergy: started to break out right after placement I can now only wear gold or silver"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/started right after placement I constantly have to wear a panty liner"), vision blurred ("blurry vision at times"), alopecia ("hair loss/I am afraid to wash or brush my hair because I lose so much hair at times I have had bald spots and I used to have really thick hair but now if I wrap it my hand its width of the top of a straw") and fatigue ("fatigue/ I am always exhausted some days I will drop my children off at school and come home and sleep until they need to be picked up after sleeping all night"). In (B)(6)2011, the patient experienced arthralgia ("pain: debilitating hip pain/ankle pain/wrist pain"), pain ("pain: debilitating back pain that after time spread all over body"), back pain ("pain: debilitating back pain"), neck pain ("pain: neck"), pain in extremity ("pain: leg pain/right foot/arms"), pain of skin ("pain: skin hurts to touch") and musculoskeletal pain ("pain: shoulder pain"). In (B)(6)2011, the patient experienced urinary tract infection ("constant uti's since I had placement of essure"), cystitis interstitial ("I also have been diagnosed with (interstitial cystitis bladder pain syndrome)"), mixed connective tissue disease (seriousness criterion medically significant), dermatomyositis (seriousness criterion medically significant), polymyositis (seriousness criterion medically significant), rash vesicular ("I have rash's and blisters that pop up all over my body"), acne cystic ("now have cystic acne on my face and body"), migraine ("migraines intensified after essure placement"), nausea ("nausea: it started after placement and hits me about 10-15 times a month"), insomnia ("insomnia / couldn't sleep"), gait inability ("at times I cannot walk"), memory impairment ("memory problems / memory loss") and scar ("that leaves scar") and was found to have brain neoplasm (seriousness criterion medically significant). In (B)(6)2012, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient was found to have blood prolactin increased ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and experienced galactorrhoea ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and hypothyroidism ("hypothyroid / thyroid slightly hyper"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), infection ("infections"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), headache ("headaches"), nerve injury ("nerve damage"), fibromyalgia ("fibromalgia"), abdominal distension ("bloating / digestive issue"), peripheral swelling ("swelling of legs / ankles"), mood swings ("mood swings"), furuncle ("horrible boils"), menopausal symptoms ("menopause symptoms"), oedema ("edema"), inflammation ("inflammation"), loss of libido ("no sex drive"), musculoskeletal stiffness ("stiffness"), nasal congestion ("stuffed up nose"), tremor ("shakes") and dysgeusia ("taste it also so bad") and was found to have weight increased ("weight gain/I gained a lot weight my max was 290 and I am currently at 224 and can't seem loose it no matter what I do") and blood testosterone decreased ("testosterone was very low"). The patient was treated with rizatriptan benzoate and surgery (she underwent full hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, weight increased, depression, anxiety, incontinence, infection, hypersensitivity, memory impairment, fibromyalgia, abdominal distension, peripheral swelling, mood swings, furuncle, menopausal symptoms, oedema, blood testosterone decreased, inflammation, loss of libido, musculoskeletal stiffness, nasal congestion, tremor and dysgeusia outcome was unknown and the dental caries, blood prolactin increased, galactorrhoea, hypothyroidism, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, cystitis interstitial, mixed connective tissue disease, dermatomyositis, polymyositis, rash vesicular, acne cystic, bladder disorder, urinary tract disorder, migraine, headache, nausea, insomnia, gait inability, nerve injury, allergy to metals, dysmenorrhoea, cholecystectomy, dyspareunia, brain neoplasm, vaginal discharge, vision blurred, alopecia, fatigue, arthralgia, pain, back pain, scar, neck pain, pain in extremity, pain of skin and musculoskeletal pain had not resolved. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood prolactin increased, blood testosterone decreased, brain neoplasm, cholecystectomy, cystitis, cystitis interstitial, dental caries, depression, dermatomyositis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, gait inability, galactorrhoea, genital haemorrhage, headache, hypersensitivity, hypothyroidism, incontinence, infection, inflammation, insomnia, loss of libido, memory impairment, menopausal symptoms, menorrhagia, migraine, mixed connective tissue disease, mood swings, musculoskeletal pain, musculoskeletal stiffness, nasal congestion, nausea, neck pain, nerve injury, oedema, pain, pain in extremity, pain of skin, pelvic pain, peripheral swelling, polymyositis, rash vesicular, scar, systemic lupus erythematosus, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 226 lbs. She had her first ana positive on (B)(6)2013 but was not diagnosed with lupus, mixed connective disease and polymyositis until 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Blood test - on an unknown date: very high prolactin level and thyroid is slightly hyper and testosterone was very low. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one ere described in patient¿s social media: musculoskeletal pain, fibromyalgia, abdominal distension, peripheral swelling, mood swing, furuncle, menopausal symptoms, oedema, testosterone was very low, inflammation, loss of libido, stiffness, nasal congestion, tremor, dysgeusia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received: new events mood swings, shoulder pain, fibromyalgia, bloating, swelling in legs, boils,menopausal symptoms, edema, blood testosterone decreased, inflammation, no sex drive, stiffness, stuffed up nose, shakes, taste it also so bad" were added. On 2-oct-2019: follow up 7 and follow up 8 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholecystectomy ('gall bladder removal') in a 26-year-old female patient who had essure (batch no. 827945) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, restless leg syndrome and overweight. Concurrent conditions included female sterilization, degenerative disc disease (with facet arthrosis), depression, gastritis, colitis and blood pressure high. Concomitant products included pregabalin (lyrica) and sumatriptan succinate (imitrex df). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dental caries ("dental issues: my teeth started to rot immediately after placement and am now in complete full dentures"), 5 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month"). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder) since I had placement of essure"), allergy to metals ("nickel allergy: started to break out right after placement I can now only wear gold or silver"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/started right after placement I constantly have to wear a panty liner"), vision blurred ("blurry vision at times"), alopecia ("hair loss/I am afraid to wash or brush my hair because I lose so much hair at times I have had bald spots and I used to have really thick hair but now if I wrap it my hand its width of the top of a straw") and fatigue ("fatigue/ I am always exhausted some days I will drop my children off at school and come home and sleep until they need to be picked up after sleeping all night"). In (B)(6) 2011, the patient experienced arthralgia ("pain: debilitating hip pain/ankle pain/wrist pain/hit with hip and joint pain"), pain ("pain: debilitating back pain that after time spread all over body"), back pain ("pain: debilitating back pain"), neck pain ("pain: neck"), pain in extremity ("pain: leg pain/right foot/arms"), pain of skin ("pain: skin hurts to touch") and musculoskeletal pain ("pain: shoulder pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("constant uti's since I had placement of essure"), cystitis interstitial ("I also have been diagnosed with (interstitial cystitis bladder pain syndrome)"), mixed connective tissue disease ("mixed connective tissue disease"), dermatomyositis ("dermatomyositis"), polymyositis ("polymyositis"), rash vesicular ("I have rash's and blisters that pop up all over my body"), acne cystic ("now have cystic acne on my face and body"), migraine ("migraines intensified after essure placement"), nausea ("nausea: it started after placement and hits me about 10-15 times a month"), insomnia ("insomnia / couldn't sleep"), gait inability ("at times I cannot walk"), amnesia ("memory problems / memory loss") and scar ("that leaves scar") and was found to have brain neoplasm ("I have a tumor in my brain"). In (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient was found to have blood prolactin increased ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and experienced galactorrhoea ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and hypothyroidism ("hypothyroid / thyroid slightly hyper"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), systemic lupus erythematosus ("autoimmune issues: systemic lupus erythematosus"), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), infection ("infections"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), headache ("headaches"), nerve injury ("nerve damage"), fibromyalgia ("fibromyalgia"), abdominal distension ("bloating / digestive issue"), peripheral swelling ("swelling of legs / ankles"), mood swings ("mood swings"), furuncle ("horrible boils"), menopausal symptoms ("menopause symptoms"), oedema ("edema"), inflammation ("inflammation"), loss of libido ("no sex drive"), musculoskeletal stiffness ("stiffness"), nasal congestion ("stuffed up nose"), tremor ("shakes"), dysgeusia ("taste it also so bad") and dyschezia ("painful bowel movements") and was found to have weight increased ("weight gain/I gained a lot weight my max was 290 and I am currently at 224 and can't seem loose it no matter what I do"), blood testosterone decreased ("testosterone was very low") and weight decreased ("lost 36 lbs"). The patient was treated with rizatriptan benzoate and surgery (she underwent full hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and arthralgia had resolved, the genital haemorrhage, systemic lupus erythematosus, weight increased, depression, anxiety, incontinence, infection, hypersensitivity, amnesia, fibromyalgia, abdominal distension, peripheral swelling, mood swings, furuncle, menopausal symptoms, oedema, blood testosterone decreased, inflammation, loss of libido, musculoskeletal stiffness, nasal congestion, tremor, dysgeusia, weight decreased and dyschezia outcome was unknown and the dental caries, blood prolactin increased, galactorrhoea, hypothyroidism, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, cystitis interstitial, mixed connective tissue disease, dermatomyositis, polymyositis, rash vesicular, acne cystic, bladder disorder, urinary tract disorder, migraine, headache, nausea, insomnia, gait inability, nerve injury, allergy to metals, dysmenorrhoea, cholecystectomy, dyspareunia, brain neoplasm, vaginal discharge, vision blurred, alopecia, fatigue, pain, back pain, scar, neck pain, pain in extremity, pain of skin and musculoskeletal pain had not resolved. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood prolactin increased, blood testosterone decreased, brain neoplasm, cholecystectomy, cystitis, cystitis interstitial, dental caries, depression, dermatomyositis, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, gait inability, galactorrhoea, genital haemorrhage, headache, hypersensitivity, hypothyroidism, incontinence, infection, inflammation, insomnia, loss of libido, menopausal symptoms, menorrhagia, migraine, mixed connective tissue disease, mood swings, musculoskeletal pain, musculoskeletal stiffness, nasal congestion, nausea, neck pain, nerve injury, oedema, pain, pain in extremity, pain of skin, pelvic pain, peripheral swelling, polymyositis, rash vesicular, scar, systemic lupus erythematosus, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight 226 lbs. She had her first ana positive on (B)(6) 2013 but was not diagnosed with lupus, mixed connective disease and polymyositis until 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Blood test - on an unknown date: very high prolactin level and thyroid is slightly hyper and testosterone was very low. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one ere described in patient¿s social media: musculoskeletal pain, fibromyalgia, abdominal distension, peripheral swelling, mood swing, furuncle, menopausal symptoms, oedema, testosterone was very low, inflammation, loss of libido, stiffness, nasal congestion, tremor, dysgeusia, weight decreased, painful bowel movements. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information updated. Outcome of event pelvic pain was changed from "unknown" to "recovered/resolved". Outcome of event arthralgia was changed from "not recovered/not resolved" to "recovered/resolved". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholecystectomy ('gall bladder removal') in a 26-year-old female patient who had essure (batch no. 827945) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, restless leg syndrome and overweight. Concurrent conditions included female sterilization, degenerative disc disease (with facet arthrosis), depression, gastritis, colitis and blood pressure high. Concomitant products included pregabalin (lyrica) and sumatriptan succinate (imitrex df). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dental caries ("dental issues: my teeth started to rot immediately after placement and am now in complete full dentures"), 5 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month"). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder) since I had placement of essure"), allergy to metals ("nickel allergy: started to break out right after placement I can now only wear gold or silver"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/started right after placement I constantly have to wear a panty liner"), vision blurred ("blurry vision at times"), alopecia ("hair loss/I am afraid to wash or brush my hair because I lose so much hair at times I have had bald spots and I used to have really thick hair but now if I wrap it my hand its width of the top of a straw") and fatigue ("fatigue/ I am always exhausted some days I will drop my children off at school and come home and sleep until they need to be picked up after sleeping all night"). In (B)(6) 2011, the patient experienced arthralgia ("pain: debilitating hip pain/ankle pain/wrist pain/hit with hip and joint pain"), pain ("pain: debilitating back pain that after time spread all over body"), back pain ("pain: debilitating back pain"), neck pain ("pain: neck"), pain in extremity ("pain: leg pain/right foot/arms"), pain of skin ("pain: skin hurts to touch") and musculoskeletal pain ("pain: shoulder pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("constant uti's since I had placement of essure"), cystitis interstitial ("I also have been diagnosed with (interstitial cystitis bladder pain syndrome)"), mixed connective tissue disease ("mixed connective tissue disease"), dermatomyositis ("dermatomyositis"), polymyositis ("polymyositis"), rash vesicular ("I have rash's and blisters that pop up all over my body"), acne cystic ("now have cystic acne on my face and body"), migraine ("migraines intensified after essure placement"), nausea ("nausea: it started after placement and hits me about 10-15 times a month"), insomnia ("insomnia / couldn't sleep"), gait inability ("at times I cannot walk"), amnesia ("memory problems / memory loss") and scar ("that leaves scar") and was found to have brain neoplasm ("I have a tumor in my brain"). In (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient was found to have blood prolactin increased ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and experienced galactorrhoea ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and hypothyroidism ("hypothyroid / thyroid slightly hyper"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), systemic lupus erythematosus ("autoimmune issues: systemic lupus erythematosus"), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), infection ("infections"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), headache ("headaches"), nerve injury ("nerve damage"), fibromyalgia ("fibromalgia"), abdominal distension ("bloating / digestive issue"), peripheral swelling ("swelling of legs / ankels"), mood swings ("mood swings"), furuncle ("horrible boils"), menopausal symptoms ("menopause sympstoms"), oedema ("edema"), inflammation ("inflammation"), loss of libido ("no sex drive"), musculoskeletal stiffness ("stiffness"), nasal congestion ("stuffed up nose"), tremor ("shakes"), dysgeusia ("taste it also so bad") and dyschezia ("painful bowel movements") and was found to have weight increased ("weight gain/I gained a lot weight my max was 290 and I am currently at 224 and can't seem loose it no matter what I do"), blood testosterone decreased ("testosterone was very low") and weight decreased ("lost 36 lbs"). The patient was treated with rizatriptan benzoate and surgery (she underwent full hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, weight increased, depression, anxiety, incontinence, infection, hypersensitivity, amnesia, fibromyalgia, abdominal distension, peripheral swelling, mood swings, furuncle, menopausal symptoms, oedema, blood testosterone decreased, inflammation, loss of libido, musculoskeletal stiffness, nasal congestion, tremor, dysgeusia, weight decreased and dyschezia outcome was unknown and the dental caries, blood prolactin increased, galactorrhoea, hypothyroidism, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, cystitis interstitial, mixed connective tissue disease, dermatomyositis, polymyositis, rash vesicular, acne cystic, bladder disorder, urinary tract disorder, migraine, headache, nausea, insomnia, gait inability, nerve injury, allergy to metals, dysmenorrhoea, cholecystectomy, dyspareunia, brain neoplasm, vaginal discharge, vision blurred, alopecia, fatigue, arthralgia, pain, back pain, scar, neck pain, pain in extremity, pain of skin and musculoskeletal pain had not resolved. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood prolactin increased, blood testosterone decreased, brain neoplasm, cholecystectomy, cystitis, cystitis interstitial, dental caries, depression, dermatomyositis, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, gait inability, galactorrhoea, genital haemorrhage, headache, hypersensitivity, hypothyroidism, incontinence, infection, inflammation, insomnia, loss of libido, menopausal symptoms, menorrhagia, migraine, mixed connective tissue disease, mood swings, musculoskeletal pain, musculoskeletal stiffness, nasal congestion, nausea, neck pain, nerve injury, oedema, pain, pain in extremity, pain of skin, pelvic pain, peripheral swelling, polymyositis, rash vesicular, scar, systemic lupus erythematosus, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight 226 lbs. She had her first ana positive on (B)(6) 2013 but was not diagnosed with lupus, mixed connective disease and polymyositis until 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Blood test - on an unknown date: very high prolactin level and thyroid is slightly hyper and testosterone was very low. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one ere described in patient¿s social media: musculoskeletal pain, fibromyalgia, abdominal distension, peripheral swelling, mood swing, furuncle, menopausal symptoms, oedema, testosterone was very low, inflammation, loss of libido, stiffness, nasal congestion, tremor, dysgeusia, weight decreased, painful bowel movements. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. New event 'painful bowel movements' was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholecystectomy ('gall bladder removal') in a 26-year-old female patient who had essure (batch no. 827945) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, restless leg syndrome, and overweight. Concurrent conditions included female sterilization, degenerative disc disease (with facet arthrosis), depression, gastritis, colitis and blood pressure high. Concomitant products included pregabalin (lyrica) and sumatriptan succinate (imitrex df). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dental caries ("dental issues: my teeth started to rot immediately after placement and am now in complete full dentures"), 5 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/I would bleed 3 to 4 times a month"). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder) since I had placement of essure"), allergy to metals ("nickel allergy: started to break out right after placement I can now only wear gold or silver"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/started right after placement I constantly have to wear a panty liner"), vision blurred ("blurry vision at times"), alopecia ("hair loss/I am afraid to wash or brush my hair because I lose so much hair at times I have had bald spots and I used to have really thick hair but now if I wrap it my hand its width of the top of a straw") and fatigue ("fatigue/ I am always exhausted some days I will drop my children off at school and come home and sleep until they need to be picked up after sleeping all night"). In (B)(6) 2011, the patient experienced arthralgia ("pain: debilitating hip pain/ankle pain/wrist pain/hit with hip and joint pain"), pain ("pain: debilitating back pain that after time spread all over body"), back pain ("pain: debilitating back pain"), neck pain ("pain: neck"), pain in extremity ("pain: leg pain/right foot/arms"), pain of skin ("pain: skin hurts to touch") and musculoskeletal pain ("pain: shoulder pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("constant uti's since I had placement of essure"), cystitis interstitial ("I also have been diagnosed with (interstitial cystitis bladder pain syndrome)"), mixed connective tissue disease ("mixed connective tissue disease"), dermatomyositis ("dermatomyositis"), polymyositis ("polymyositis"), rash vesicular ("I have rash's and blisters that pop up all over my body"), acne cystic ("now have cystic acne on my face and body"), migraine ("migraines intensified after essure placement"), nausea ("nausea: it started after placement and hits me about 10-15 times a month"), insomnia ("insomnia / couldn't sleep"), gait inability ("at times I cannot walk"), amnesia ("memory problems / memory loss") and scar ("that leaves scar") and was found to have brain neoplasm ("I have a tumor in my brain"). In (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient was found to have blood prolactin increased ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and experienced galactorrhoea ("my prolactin levels are really high and it causes me to still lactate even though I gave birth 7 years and 7 months ago and hypothyroid") and hypothyroidism ("hypothyroid / thyroid slightly hyper"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), systemic lupus erythematosus ("autoimmune issues: systemic lupus erythematosus"), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), infection ("infections"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), headache ("headaches"), nerve injury ("nerve damage"), fibromyalgia ("fibromalgia"), abdominal distension ("bloating / digestive issue"), peripheral swelling ("swelling of legs / ankels"), mood swings ("mood swings"), furuncle ("horrible boils"), menopausal symptoms ("menopause symptoms"), oedema ("edema"), inflammation ("inflammation"), loss of libido ("no sex drive"), musculoskeletal stiffness ("stiffness"), nasal congestion ("stuffed up nose"), tremor ("shakes"), dysgeusia ("taste it also so bad") and dyschezia ("painful bowel movements") and was found to have weight increased ("weight gain/I gained a lot weight my max was 290 and I am currently at 224 and can't seem loose it no matter what I do"), blood testosterone decreased ("testosterone was very low") and weight decreased ("lost 36 lbs"). The patient was treated with rizatriptan benzoate and surgery (she underwent full hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and arthralgia had resolved, the genital haemorrhage, systemic lupus erythematosus, weight increased, depression, anxiety, incontinence, infection, hypersensitivity, amnesia, fibromyalgia, abdominal distension, peripheral swelling, mood swings, furuncle, menopausal symptoms, oedema, blood testosterone decreased, inflammation, loss of libido, musculoskeletal stiffness, nasal congestion, tremor, dysgeusia, weight decreased and dyschezia outcome was unknown and the dental caries, blood prolactin increased, galactorrhoea, hypothyroidism, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, cystitis interstitial, mixed connective tissue disease, dermatomyositis, polymyositis, rash vesicular, acne cystic, bladder disorder, urinary tract disorder, migraine, headache, nausea, insomnia, gait inability, nerve injury, allergy to metals, dysmenorrhoea, cholecystectomy, dyspareunia, brain neoplasm, vaginal discharge, vision blurred, alopecia, fatigue, pain, back pain, scar, neck pain, pain in extremity, pain of skin and musculoskeletal pain had not resolved. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood prolactin increased, blood testosterone decreased, brain neoplasm, cholecystectomy, cystitis, cystitis interstitial, dental caries, depression, dermatomyositis, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, gait inability, galactorrhoea, genital haemorrhage, headache, hypersensitivity, hypothyroidism, incontinence, infection, inflammation, insomnia, loss of libido, menopausal symptoms, menorrhagia, migraine, mixed connective tissue disease, mood swings, musculoskeletal pain, musculoskeletal stiffness, nasal congestion, nausea, neck pain, nerve injury, oedema, pain, pain in extremity, pain of skin, pelvic pain, peripheral swelling, polymyositis, rash vesicular, scar, systemic lupus erythematosus, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight 226 lbs. She had her first ana positive on (B)(6) 2013 but was not diagnosed with lupus, mixed connective disease and polymyositis until 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Blood test - on an unknown date: very high prolactin level and thyroid is slightly hyper and testosterone was very low. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one ere described in patient¿s social media: musculoskeletal pain, fibromyalgia, abdominal distension, peripheral swelling, mood swing, furuncle, menopausal symptoms, oedema, testosterone was very low, inflammation, loss of libido, stiffness, nasal congestion, tremor, dysgeusia, weight decreased, painful bowel movements. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), infection ("infections"), hypersensitivity ("allergic reactions") and tooth disorder ("dental issues"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, weight increased, depression, anxiety, incontinence, infection, hypersensitivity and tooth disorder outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, genital haemorrhage, hypersensitivity, incontinence, infection, pelvic pain, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.